Manufacturer narrative:
(B)(4). The sample is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause can not be determined. Since the product code and lot number of the device involved are unknown, a 510k number cannot be provided and a batch review could not be performed. If additional information becomes available, a follow-up report will be submitted.

Event description:
A customer contacted a baxter medical products specialist to report an issue with one unknown secondary disposable set. According to the report, the customer stated that they occasionally have difficulty initiating the piggy-back infusion. There was no report of patient injury or adverse event in association with this event. No additional information is available.